Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient had bacterial endocarditis of mitral valve leading to decompensated heart failure and severe tricuspid valve regurgitation. Moreover, this was possibly caused by infection post dental procedure in which no antibiotics were given. Further, the patient was given intravenous medication and underwent mitral valve replacement and tricuspid valve repair. There were no additional adverse patient effects reported. The rv lead was explanted.